Event description:
It was reported that a plunger sensor error was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were intact. The investigation found the device bottom case broken and left case cracked. The pump event history showed a check syringe plunger sensor error in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, during power up process. Unable to duplicate the check syringe plunger sensor at power up process. The flippers intermittently stuck which is the causing of the intermittent of the check syringe plunger sensor error. The root cause of the reported issue was unable to be determined. The technician replaced the left plunger case. Performed power up process and all functional tests which passed.